Manufacturer narrative:
Based on the information provided at this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient's reported postoperative symptoms. To date, the patient's doctor has not been able to identify a definitive cause of his symptoms, however the patient is continuing to work with his doctor in order to find the best clinical course. The patient's doctor has requested a mesh sample for reactivity testing. A sample has been ordered and will be provided to the patient's doctor. If/when the results of the reactivity test are provided, or additional information is obtained, a supplemental MDR will be submitted. Regarding the allegation of infection the warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection, however, may require removal of the prosthesis." The contact reported that two bard perfix plug devices were implanted, this MDR represents device #2 an additional MDR was submitted to represent device #1. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported that on (B)(6) 2016 the patient underwent the repair of a left side inguinal hernia and was implanted with two bard perfix plug devices. As reported following repair, the incision opened up and the surgeon had to reclose the wound. Since the repair it is reported that the patient has experienced infection, rash with hives, and pain in the left leg and groin area. As reported the surgeon believes the reaction is to the antibiotic used to soak the mesh prior to implant or possibly the anesthesia used. However, the contact reports that the patient has been treated with the same antibiotic for a cheek abscess and also has used it in cream form with no reaction. The contact further notes the patient had surgery to implant a neurostimulator for sleep apnea and was put under anesthesia (propofol) at that time with no adverse reaction. The patient has been evaluated by his dermatologist who advised him to stop taking all medication in which the rash on his back did go away; however, he continues to experience the discomfort in the left leg.

Manufacturer narrative:
This is an addendum to the initial MDR to report additional information provided by the contact. A review of the manufacturing records was performed and found that the lot was manufactured to specification. In follow up it has been reported that the patient has multiple sensitivities to different products. Also reported was that reactivity testing was performed and showed hypersensitivity to the mesh placed on the patient's skin. We asked the patient contact to provide the test results from the dermatologist. In response we were informed that the patient has obtained legal counsel; therefore additional information was requested from the patient¿s attorney. To date, no additional information has been provided. Based on the information provided at this time, no definitive conclusion can be made. Should additional information be provided, a supplemental MDR will be provided. As reported two bard perfix plug devices were implanted, this supplemental MDR represents device #2 an additional supplemental MDR was submitted to represent device #1.

Event description:
This is an addendum to the initial MDR to report additional information provided by the contact: it was reported that reactivity testing was performed and showed hypersensitivity to the mesh placed on the patient's skin. Also reported is that the patient has multiple sensitivities to different products.